Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm and no moisture damage inside pump during our testing. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on insulin pump. The customer's blood glucose level was 120 mg/dl. The customer stated that the pump was accidentally dropped in sea water prior to alarm and keypad issues. The customer's was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump was going to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).